Event description:
It was reported that during procedure for anterior communicating artery complex (acom) treatment , the tip of deployed subject coil became trapped in tip of microcatheter. However the subject coil was successfully deployed but was herniated out of the aneurysm, therefore, the stent was used to cover it. The procedure was completed without clinical consequences to the patient. The patient was discharged home the next day after the procedure with mrs (modified rankin score) and nihss (national institute of health stroke scale) of 0. Currently, the patient is doing well and was seen for 2 month follow-up with no issues. And no deficits.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The physician reported that the coil was delivered without difficulty but during the placement and withdrawal of a subsequent coil it became entangled which cause the distal tip to protrude into the parent vessel. There were no reported issues during delivery, placement or detachment of the target ultra coil. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Manufacturer narrative:
H3 other text : the subject device was implanted.

Event description:
It was reported that during procedure for anterior communicating artery complex (acom) treatment , the tip of deployed subject coil became trapped in tip of microcatheter. However the subject coil was successfully deployed but was herniated out of the aneurysm, therefore, the stent was used to cover it. The procedure was completed without clinical consequences to the patient. The patient was discharged home the next day after the procedure with mrs (modified rankin score) and nihss (national institute of health stroke scale) of 0. Currently, the patient is doing well and was seen for 2 month follow-up with no issues. And no deficits.